Manufacturer narrative:
(B)(4).

Event description:
Pourfar, m., mogilner, a., mammis, a., goodman, r. A keratoma horn following deep brain stimulation. Neurology. 2013;80(7):688. Summary: neuroimages- captures the event of 1 of 2 patients whom they have followed who developed a slowly forming keratoma "horn" at the cap/wire juncture. Reported event: an (B)(6) man developed a keratoma where the dbs wire emerged from the insertion cap. It was suspected to be a foreign body reaction and removed by a dermatologist but returned and grew conically over the next 4 years, reaching a height of 4 cm. The surrounding skin began to break down with protrusion of the adjacent extension wire. Removal of the lead was recommended but due to continued efficacy and advanced age, the patient decided to continue with the stimulator in place under observation. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID neu_unknown_lead: serial# unknown. Product type: lead. (B)(4).